Event description:
It was reported that patient was sent for surgery. The 95% stenosed target lesion was located in the severely totuous and severely calcified left anterior descending artery. A 1.50 mm rotablator rotalink plus was selected for use. During the procedure, the device failed to advance and stopped working while doing rotablation, and patient was sent for surgery. No patient complications were reported.